Event description:
On (B)(6) 2012, the patient contacted animas reporting that her insulin pump was alarming that the basal program was empty. The customer support representative (csr) could not find a cause for the cleared basal rates. The csr helped the patient reprogram the basal rates per history and advised the patient to consult with her health care professional to confirm correct settings. A replacement insulin pump was sent to the patient. There were no allegations of harm or injury was a result of the reported issue. This complaint is being reported because the alleged basal programming issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad during the investigation. The black box download the pump time and date reset to the default setting of 12:00am (B)(6) 2007 after power on resets on (B)(6) 2012. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was exercised for 24 hours on a 1 unit per hour basal program, no 0.00 basal programs occurred during this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.